Event description:
Customer reports of receiving excessive no delivery and being able to hear motor when insulin is being delivered. Customer's blood glucose were 384 mg/dl, which were treated with a bolus delivery. Customer reports of being advised to call and have insulin pump replaced. Customer was advised by representative that insulin pump would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.